Manufacturer narrative:
(B)(4). Batch # r9455l. Investigation summary: the device was returned with the blade scratched and cracked and a staple was embedded in the tissue pad. During functional testing on a gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, ¿remove instrument from patient¿ and ¿replace instrument¿ were displayed during use. Another device was used to complete the case. There were no adverse consequences to the patient.